Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported right side "rupture." Device has been explanted.

Event description:
Patient additionally reported "body was forcing the implant out and the incision started opening" and "implant came out of the incision and the patient went to an emergency room with the implant in their hand." Treatment was provided in the form of "cleaned the incision and sewed it up."

Manufacturer narrative:
Reason for reoperation: "body was forcing the implant out and the incision started opening."